Event description:
The manufacturer received information alleging a patient with a bipap s/t c series core package device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death.

Manufacturer narrative:
The manufacturer previously received information alleging a patient with a bipap s/t c series core package device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. Previously submitted report was incorrectly filed with wrong health impact grid. In this report, box h: health impact grid (1) has been updated and corrected.